Event description:
It was reported that the recon locking aiming arm for lateral entry femoral nails and the standard insertion handle had alignment problems during a surgical procedure. The transverse screws through the aiming arm did not line up with the nail and the drill bit was hitting the nail. Because of the misalignment, the surgeon struggled to lift or lower her hands so the drill bit would go through the nail. These devices were used to complete the surgery successfully. A five minute surgical delay was reported. The patient outcome was reported as ¿fine.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the returned standard insertion handle (03.010.045, 8549969) and recon locking arm for lateral entry femoral nails-ex (03.010.048, 5649728) are part of the titanium cannulated lateral entry femoral nail (lefn) system and are used during lefn insertion and locking. The returned insertion handle was received with two indents on either side of the groove on top of the handle, in which the driving cap with handle adaptor slides onto the handle. Other than the indentations the insertion handle did not exhibit any unusual damage other than minor superficial scratches from routine usage. The returned recon locking arm was received with minor superficial scratches and slight burrs on the holes through which locking of inserted nails is achieved. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned insertion handle was manufactured on 19dec13 and drawings was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned recon locking arm was manufactured on 29nov07 and drawings was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the details provided in the complaint and inspection of the returned parts it is not possible to determine a true root cause for the complaint condition of misalignment. There was minor burring noticed on the holes used during the locking portion of lefn surgery, but not enough to suggest that it could contribute to misalignment when the insertion handle/aiming arm assembly is used as intended. The lefn technique guide states that the nail must be confirmed to be securely connected to the insertion handle prior to mounting the aiming arm. It is possible that following insertion of the nail, the hammering performed to properly insert the nail loosened the connecting screw, which can make the insertion handle/aiming arm assembly unstable and subsequently impact alignment. This investigation summary has been approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight were not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.